Manufacturer narrative:
Visual inspection of the device showed a minor kink in distal end of main shaft and a kinked flushline. Inspection of the valve slit revealed a non-optimal slit location but did not display any obvious surface tears. During functional testing the device passed aspiration and hemostasis testing but did not pass pressure testing. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a polarsheath was selected for an atrial fibrillation (af) cryoablation procedure. After preparation and insertion of the sheath in the patient, the physician withdrew the dilator and guidewire, and started to asperate via the sideport and noticed that there was more air than the usual at this step, and also noticed some blood leaked from the hemostatic valve of the sheath. The polarsheath was exchanged and the procedure was completed. No patient complications were reported. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarsheath was selected for an atrial fibrillation (af) cryoablation procedure. After preparation and insertion of the sheath in the patient, the physician withdrew the dilator and guidewire, and started to asperate via the sideport and noticed that there was more air than the usual at this step, and also noticed some blood leaked from the hemostatic valve of the sheath. The polarsheath was exchanged and the procedure was completed. No patient complications were reported. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.